Event description:
The customer reported non-reproducible elevated troponin I (access accutni+3) results on their access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system (serial number (B)(4)) for three patients. This report addresses the non-reproducible elevated result for one patient (patient 3). The initial patient result was above the customer's reference range. The elevated result was released from the laboratory and was questioned by the physician. There was change to patient treatment noted as the patient was transferred to an alternate facility where additional troponin testing was performed. The result of that testing was reported as negative. No additional information regarding the patient's treatment is available. The following day, the patient sample in question was reanalyzed on the laboratory's alternate access 2 immunoassay system portion to their unicel dxc 600i synchron access clinical system (serial number (B)(4)) and recovered within the customer's normal reference range. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. All system parameters (including quality control (qc), calibration and system check) were within assay/instrument specifications. The customer performed an additional system check and two precision runs, all recovered within system/assay specifications. The sample was collected in a lithium heparin plasma separator tube and centrifuged at 3500 rpm (revolutions per minute) for five minutes at 15 degrees centigrade. No issues with sample integrity were reported. This is one of three reports. Mdr2122870-2015-00095 addresses the non-reproducible access accutni+3 results obtained for the first patient (patient 1). Mdr2122870-2015-00096 addresses the non-reproducible access accutni+3 results obtained for the second patient (patient 2).

Manufacturer narrative:
The customer did not provide patient demographics: age, date of birth, sex or weight. The accutni+3 reagent was not returned for evaluation. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance. The (fse) noted the hardware verification passed as the precision assay and system check performed by the customer recovered within assay and instrument specifications. The fse performed a proactive minor preventative maintenance (pm). The cause of this event cannot be determined with the available information. There was no evidence of a system malfunction as all system parameters were within assay/instrument specifications. All related MDR reports: 2122870-2015-00095; 2122870-2015-00096; 2122870-2015-00097.